Event description:
The customer reported that the primary cpu (central processing unit) rebooted but the ha (high availability) cpu was down at the time and consequently not able to monitor pts. The primary cpu resumed pt monitoring after reboot completed. The customer stated that he suspects that the ups (uninterruptible power supply) supplying power to the ha cpu may need replacing; he said that he would do that asap and that he would prefer not to send the cpu in for evaluation at this time. There was no report of pt harm. Note 1: a complete list of pts on the system at the time of the event was not available.

Manufacturer narrative:
Explanation (other): method of evaluation was log file analysis. It was not necessary to return the device for evaluation. MFR's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a pair of sun microsystems computers (cpus) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The reported problem was confirmed. The method used to confirm the customer's report, and to subsequently investigate was analysis of the device's internal log files. The log file evidence suggests that the initiating event was sudden loss of power to one of the two cpus. The two cpus are termed primary and ha (high availability). In this case, the loss of power was to the ha cpu. The loss of power does not appear to be due to cpu malfunction; the evidence is consistent with a power-plug pull or similar loss of ac power to the device, or a problem with the customer's ups (uninterruptible power supply). The device requires ac power to operate. The customer did not return their ups to welch allyn for evaluation. The ups is a commercial, off-the-shelf item not made by welch allyn. In the event that one of the two cpus becomes unavailable, the system is designed to fail-over to the surviving cpu. In this case, the fail-over process was not successful. The primary cpu was unable to manage the increased load, a condition called cpu starvation. The heavy load of processing the monitoring connections from the ha cpu consumed all available processing resources of the primary cpu. This condition slowed internal processes to the point where the system rebooted (by design) to restore normal operation. The reboot completed successfully and pt monitoring was restored. The root cause of the unsuccessful fail-over was related to software. Release 7 of the acuity software incorporated changes to improve cpu fail-over performance.